Event description:
Volume of 0.9% sodium chloride not noted on syringe or outside overwrap. -10ml syringe with what appears to be about 5-6ml fluid, differing amounts in defferent syringes-syringes used for IV flushes. Questions: should the volume of the contents be noted on the syringe or packaging? If volume is not known, how would a health care provider know if the product had been adulterated?